Manufacturer narrative:
Batch review performed on 11 january 2021: lot 179965: (B)(4) items manufactured and released on 18-apr-2018. Expiration date: 2024-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by medacta shoulder r&d manager: no sign of incorrect seating is visible on the x-ray made after the primary surgery. The second x-ray shows rotation of the glenosphere with respect to the baseplate and backing of the glenosphere screw. The latest x-ray confirms that the glenosphere dissociated from the baseplate. The liner is damaged on the superior rim due to friction with the scapula and the glenoid implant. It is not clear whether the backsurface of the glenosphere has circular scratches in correspondence of the glenoid screws. A visual inspection of the explants may help determine the root cause. Visual inspection performed by medacta shoulder r&d manager: the glenosphere presents circular signs on the backsurface caused by friction with the glenoid polyaxial screws. It is not possible to determine if the screws were correctly inserted in their intended position or they backed out after the primary surgery. The outer surface of the glenosphere screw is discoloured due to friction with the inner recess of the glenosphere. The liner is damaged on the superior rim due to friction with the scapula and the glenoid implant. Clinical evaluation performed by medacta medical affairs director: dissociation of glenosphere from baseplate in primary cementless rsa after approx. 1 year since operation. From the postoperative image, it appears that the glenosphere could not reach final seating on the taper spigot this may have been prevented from soft tissue interposition, or from incomplete seating of the baseplate fixation screws, although the report states that these appeared to be well inserted. The incomplete seating of the glenosphere is known to increase probability of dissociation. The root cause cannot be establish with certainty, but it seems likely that incomplete seating may have originated the dissociation event.

Event description:
Revision surgery performed after 1 year and 2 months from the primary surgery due to glenosphere screw disassociation and disassociation of the glenosphere from the baspelate. During the revision surgery, the baseplate locking screws were retightening during the revision surgery. No problems of the baseplate locking screws were reported. Glenosphere and hc liner were replaced with the new ones.